Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and lead system experienced oversensing and evaluated lead impedances. The ventricular oversensing was reproduceable by patient respiration. An invasive procedure was performed and breaks were noted near the is-1 terminal pins on both the atrial and ventricular leads. The atrial lead (model 4269-269245) was explanted and the pace/sense portion of the ventricular lead (model 0125-225758) was capped. The device remains implanted.